Manufacturer narrative:
The alinity I processing module processing module, serial number (B)(6) was inspected, and the field service engineer (fse) determined that the alinity pipettor probe required replacement. No additional results issues have been reported since the parts were replaced. Return testing was not completed as returns were not available. Data and information provided by the customer were reviewed and support the complaint issue without indication for any additional issue. The instrument service history review revealed no additional service tickets associated with discrepant/erratic patient results. There were no additional service or complaint issues on or around the date this complaint was initiated that may have contributed to this issue. A review of tracking and trending did not identify a trend for the alinity pipettor probe or alinity system as with regards to the customer reported event. A review of the manufacturing documentation did not identify any related non-conformances or potential non-conformances related to the alinity pipettor probe and customer reported event. Labeling was reviewed and was found to address the customer reported issue. Based on the available information, no systemic issue or deficiency was identified.

Event description:
The customer reported false reactive alinity I hbsag qualitative ii and provided the following sample for 1 patient: on (B)(6) 2023, sample ID (B)(6) initial result was 1359.87 s/co (reactive) and repeat results were 1275.52 (reactive) and 1177.78 (reactive). Neutralization confirmatory testing was also conducted and generated the following results hbasg qualc2-1,100.0 neutralization % was 100% (if result = 1.00 and the percent neutralization is = 50%, the sample is considered confirmed positive for hbsag) on 21 dec, the sample was repeated an on alinity and generated a negative result. It was reported that carry-over was suspected, so analyzer probes were replaced. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.

Manufacturer narrative:
A1 patient identifier: complete sample ID is (B)(6). All available patient information was included. An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported false reactive alinity I hbsag qualitative ii and provided the following sample for 1 patient: on (B)(6) 2023, sample ID (B)(6) initial result was 1359.87 s/co (reactive) and repeat results were 1275.52 (reactive) and 1177.78 (reactive). Neutralization confirmatory testing was also conducted and generated the following results hbasg qualc2-1,100.0 neutralization % was 100% (if result = 1.00 and the percent neutralization is = 50%, the sample is considered confirmed positive for hbsag) on (B)(6), the sample was repeated an on alinity and generated a negative result. It was reported that carry-over was suspected, so analyzer probes were replaced. Per the customer the discrepant results were not reported out to the patient¿s medical provider. There was no reported impact to patient management.